Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery issue and rewind anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the battery life has diminished from the first day of receiving the insulin pump. Customer states the insulin pump had unexplained and random no delivery alarms, errors sometimes occur after a site change and insulin pump rewinds slower than it had in the past. Customer states the insulin pump had squirt out insulin out the infusion set when prime it, instead of just dripping out. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed seating test due to faulty force sensor resistor unable to perform occlusion test, excessive no delivery test. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. (B)(4)